Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. Penumbra was unable to obtain enough device information to identify the catalog and lot number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
On 4-aug-2025, penumbra inc. Became aware of a journal article titled, "a single-center study of the red 72 reperfusion catheter with sendit technology in proximal large vessel occlusions" (dhar et al. 2025). In this single-center retrospective study, thirty-seven patients with proximal large vessel occlusions affecting the internal carotid artery, m1, or m2 underwent thrombectomy procedures between august 2023 and may 2024. In all cases, a penumbra system red 72 reperfusion catheter (red72) and a sendit delivery device (sendit) were used together with a non-penumbra microwire and other devices. It was reported that intracranial hemorrhage (ich) was observed in a total of fourteen cases, including two case of symptomatic ich (sich). In one case with a tandem occlusion of the ica and m1, the sendit was used on the first pass after angioplasty; however, it pushed the thrombus to the mid-m1 segment. A second pass with a stentriever (unknown) was required to achieve recanalization. In another case, after unsuccessful recanalization of an m2 occlusion using the red72 and the sendit, an attempt was made with a penumbra system red 43 reperfusion catheter (red43), which resulted in an m1 occlusion. Recanalization of the m1 was achieved with a second attempt using the red 72 and sendit. However, this led to vasospasm, and failed to clear the initial m2 occlusion, which ultimately required recanalization with a stentriever.